Manufacturer narrative:
Investigation results: as received, the power supply had a small crack on the case cover near one of the screws on the extension cable connector. The functional test was performed with a reference hemopro device and hemopro d.c. Extension cable which found that both green led's did not illuminate when the power supply's switch was activated. The hemopro switch was then activated, but would not energize heat on the jaw to produce energy after repeated attempts. There was power out put from the power supply. The reported failure was confirmed. Maquet shipped the power supply to our OEM, in 2009. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no power out put from the power supply. The biomed inspected it, but could not figure out the problem. A replacement power supply was used to complete the procedure. There was no patient complication reported by the hospital.